Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture cannot be confirmed. The amount of native annular calcification and lvot calcium was not available, as well as the diameter of the sinuses of valsalva. However, it is possible that both procedural factors (valve oversizing) and indirectly,patient factors (bicuspid valve) may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of the 29mm sapien xt valve, the patient sustained an annular rupture. The annulus measured 25mm by tee, with area measurements ranging from 498-520mm2 by CT. The native aortic valve was a bicuspid valve. The xt valve was deployed with 32cc's in the atrion syringe instead of the nominal 33cc's. Tte post deployment revealed mild to moderate paravalvular leak. The team then decided to add 0.5cc's to the atrion syringe and post dilate. Approximately one minute after post dilation, the patient¿s blood pressure slowly began to drop. Tte post deployment revealed a pericardial effusion. The team then performed a pericardiocentesis to remove the fluid from the pericardial sac. The decision was then made to put a tee probe to better assess the aortic valve. The patient started to become hemodynamically unstable and chest compressions were started. The patient was put on bypass and it was decided to perform a sternotomy. The sternotomy revealed a tear of the lvot. The team performed an aortic root repair with graft and surgical avr. The patient was then transferred to the ICU for post-op management. Per report, a 29mm valve was chosen vs. A 26mm because they thought they would get a better seal with a 29mm xt with a bi-cuspid valve given the area.